Event description:
It was reported that noise was observed on the atrial lead during myopotential testing. The lead was explanted and replaced with a new lead. The patient is enrolled in the systems longevity study (sls). There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.